Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and no delivery alarms that occurred 12 times per day. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with the issue but no motor error alarms were found in the alarm history. The customer did not return the product back for analysis.